Manufacturer narrative:
On 6/7/2018, additional information indicated the replacement for the left with catalog number 3501655, lot number 7550975, serial number (B)(4). Operative reformed that patient also redid bilateral mastopexy. This report is for the left device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: right mentor smooth round moderate profile 350cc saline breast implants, catalog number 3501655, serial number (B)(4), lot number 7508732. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor smooth round moderate profile 350cc saline breast implants which bilaterally deflated after implantation. Patient reported decrease in size of the implants and it was confirmed by the doctor. As a result, patient underwent removal and replacement with another mentor saline implants on (B)(6) 2018. This report is for the left implant.

Manufacturer narrative:
Device evaluation summary: the device contained no fluid, upon receipt by mentor. No foreign material was observed within the device or on the shell surface. During visual examination, product evaluation team observed the device appears intact. Leak testing was performed in accordance with mentor procedures and a leakage was detected at valve. No other anomalies were found. Because mentor performs 100% inspection and testing of all devices prior to release, product evaluation team concluded that the valve leak occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found close to the valve. Based on the information provided and the results of the laboratory examination of the device, product evaluation team was not able to determine when the rent was introduced into the valve of the device. A definitive root cause of the failure could not be determined. Mentor performs 100% inspection and testing of all devices prior to release; pe concluded that the valve leak occurred sometime subsequent to the removal of the device from its protective packaging. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. On (B)(6) 2018, the mentor failure analysis lab has received the device for evaluation. On (B)(6) 2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).